Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note additional devices implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2011, the pt was implanted with one gore excluder aaa endoprosthesis featuring c3 and two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed a proximal and distal type I endoleak. On (B)(6) 2011, the pt was implanted with one palmaz stent to treat the proximal type I endoleak and one gore excluder aaa endoprosthesis iliac extender component to treat the distal type I endoleak. The endoleak was resolved and the pt tolerated the procedure.